Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "patient was taken to the operating room and the 32mm +16 head was retrieved. The trunnion was fractured. The stem was removed and a proximal femoral component (standard) with a 40mm and 50mm intercalary body were impacted onto an 11mm x 127mm cemented mrs stem. The construct was cemented in place and after trailing, a 32mm +0 head was impacted onto the trunnion. The hip was then reduced and closed."